Manufacturer narrative:
Follow-up # 1 date of submission 06/18/2012-device evaluation: the pump has been returned and evaluated by product analysis on 05/21/2012 with the following findings: investigators verified in the set-up menu that the insulin on board (iob) feature was set to 3 hours. An ezprime operation was performed with no issues. Test boluses were successfully performed and accurately recorded in the pump history. The iob feature was found to be functioning appropriately after the test boluses were programmed. There were no alarms related to the event observed in the pump history. A review of the black box indicates a reboot occurred on (B)(6) 2012, with no boluses occurring from after the reboot to the time of the call to animas customer support on (B)(6) 2012. The user guide instructs the user that the iob sets to zero with battery changes or rebooting. The pump was exercised for 24 hours with no issues occurring. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Event description:
On (B)(6) 2012, the lay-user/patient contacted animas alleging that the pump's insulin on board (iob) reading was inaccurate. The patient indicated that the pump recommended a bolus that was too large. The patient claimed that the pump showed no insulin on board when there should have been insulin on board. During the time of concern, the patient reportedly had an elevated blood glucose (bg) level of "255 mg/dl" with no symptoms. The patient attributed the elevated bg level to having a cold. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump's iob calculation was inaccurate. However, there is no evidence that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.